Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. 721046) inserted for female sterilisation. The patient's medical history included ovarian cyst, pelvic pain, painful periods, oral contraceptive, cervical dysplasia, vaginal discharge abnormality, menorrhagia, anemia, iron deficiency, dysfunctional uterine bleeding, mittelschmerz, adenoidectomy, endometrial ablation, tonsillectomy, dyspareunia, chronic cervicitis, paratubal cyst and hormonal imbalance. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy cystoscopy.). Essure was removed on (B)(6) 2014. At the time of the report, the endometritis outcome was unknown. The reporter considered endometritis to be related to essure. The reporter commented: the number of coils protruding in to the uterine cavity noted to be 4 on the right and 4 on the left. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : endometritis. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), pelvic pain ('pelvic pain female') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, pelvic pain, painful periods, oral contraceptive, cervical dysplasia, vaginal discharge abnormality, menorrhagia, anemia, iron deficiency, dysfunctional uterine bleeding, mittelschmerz, adenoidectomy, endometrial ablation, tonsillectomy, dyspareunia, chronic cervicitis, paratubal cyst and hormonal imbalance. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy cystoscopy. And endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the endometritis, pelvic pain, menorrhagia, menstruation irregular and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, endometritis, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: the number of coils protruding in to the uterine cavity noted to be 4 on the right and 4 on the left. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : endometritis. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received : menorrhagia, menstruation irregular and pelvic pain events added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis'), pelvic pain ('pelvic pain female') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 721046) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, pelvic pain, painful periods, oral contraceptive, cervical dysplasia, vaginal discharge abnormality, menorrhagia, anemia, iron deficiency, dysfunctional uterine bleeding, mittelschmerz, adenoidectomy, endometrial ablation, tonsillectomy, dyspareunia, chronic cervicitis, paratubal cyst and hormonal imbalance. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy cystoscopy. And endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the endometritis, pelvic pain, menorrhagia, menstruation irregular and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, endometritis, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: the number of coils protruding in to the uterine cavity noted to be 4 on the right and 4 on the left. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.